Event description:
Two(2) days post primary cesarean procedure the catheter streched and broke while an attempt was made by the doctor to remove it. Options were discussed with the pt; the decision was made to leave the remaining fragment, as the doctor indicated that only the catheter tip showed on x-rays that were taken, therefore, the doctor believes that most of the catheter was retrieved. Additionally, the doctor added that two (2) weeks post surgery the pt has had no complaints and is doing fine.